Manufacturer narrative:
A non-sterile unit of enterprise vascular reconstruction device and delivery system was received inside of a plastic bag. Delivery wire was received inside of a plastic bag and the involved stent was received deployed and inside of a y-connector. Inside of another plastic bag the involved microcatheter and y-connector was received. The delivery wire did not presented any evidence of damages and no other anomalies were found during visual analysis. The functional test could not be performed since the stent involved was received deployed and to perform the test it is required that the stent be mounted on the delivery wire. Stent was analyzed under vision system and no anomalies were found. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10203071. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the customer that there was resistance through the microcatheter was not confirmed since the functional test could not be performed and the failure could not be reproduced due to the stent was received deployed. The other failure reported by the customer that the delivery wire stretched was also not confirmed since no anomalies were found on the delivery wire. The cause of the event experienced by the customer could not be conclusively determined. However, procedural / handling factors might have contributed to those issues. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
(B)(4). Correction on initial report: device mfg date: 11/30/2012. DHR review: lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10203071. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Device evaluation is anticipated but not yet begun. Additional information will be sent with 30 days. No conclusions are made at this time.

Event description:
The first time the enterprise (enc452212/ 10203071) was advanced in the microcatheter (details unknown) the microcatheter was kicked back from the aneurysm. Then the doctor removed the enterprise device from the microcatheter. After this, he used a guide wire (details unknown) with the microcatheter to reach the aneurysm, then he removed the guide wire. He tried to advance enterprise device in the microcatheter again but it was difficult to get it through the hub. So he removed the enterprise device and found it was stretched.

Manufacturer narrative:
D11 UDI: (B)(4).